Event description:
The device was explanted due to early battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was not verified in the laboratory. Based on device settings, the device reached the expected longevity. No high current drain sources were found throughout bench, temperature, humidity and automated electrical testing. The battery was sent to the manufacturer for analysis. No anomaly was found.

Event description:
It was reported that during the preparation for a rotational atherectomy treatment procedure, the wire coating was not normal. Upon unpacking, the "physician felt the coating on the wire was not the normal wax coating." He was not able to verify if it was the usual 'hystrene' lubricant (coating) applied during manufacturing or if the coating was foreign material on the wire. A new wire was open and the procedure was successfully completed. No patient complications were reported and the patient's status is fine.